Event description:
The customer reported that the system has intermittent black images on the first fluoro. Also the hand switch is intermittent.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced both monitors and hand switch. He could not duplicate a black image on first fluoro. The system is operating as intended.